Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and checked all pressure cables for bent/loose pins, and none were found. The stm was able to zero pressure using a pressure simulator, and all pressures followed the simulator while bending cables. In addition, the stm was able to zero transducer using a trainer. The fse was unable to re-produce the reported issue, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the pressure transducer of the cardiosave intra-aortic balloon pump (iabp) would not zero after staff reported seeing a pinhole in the pressure tubing. Staff uses standard balloons (non fiber optic). It is unknown if the iabp was connected to a patient at the time of the event; however, no patient harm, serious injury or adverse event was reported.